Manufacturer narrative:
Investigation summary: seven (7) samples were received for evaluation by one of our quality engineers. All have no packaging flow wrap. They all have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7250637. All seven (7) have the barrel/flange damaged. One of them has also the plunger rod thumb press damaged therefore failure mode is verified. The plunger rod labeler equipment possibly experienced a variation however adjustments have been made and verified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history review was completed and there was no documentation of issues for the complaint of batch 7250637 during this production run. There were no quality notification issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Investigation conclusion: investigation comments: all our inspections and testing performed while manufacturing this batch were accepted. No rejections were documented. Update (B)(6) 2018. Seven (7) samples were received. All have no packaging flow wrap, they all have the plunger rod-rubber stopper, the tip cap and saline solution. The barrel labels confirm the lot# 7250637. All seven (7) have the barrel/flange damaged. One of them has also the plunger rod thumb press damaged. Product within specification? Yes/no. Root cause description: root cause could not be determined. There were no qns issued during the production of this batch listed in the complaint. All inspections and testing were accepted during the production of this batch. Root cause. The plunger rod labeler equipment possible experienced a variation; anyway, adjustments have been verified.

Event description:
It was reported that before use a bd posiflush¿ normal saline syringe was found by the nurse with "flange and the end of the plunger rod broken" there was no report of exposure, injury or medical intervention needed.